Event description:
It was reported that an adverse event occurred. The sensor was inserted into the abdomen on (B)(6) 2022. The patient reported that they experienced inaccurate cgm values which occurred the day the sensor had been inserted. He stated that he woke up and the cgm was reading 70 mg/dl on his tandem pump. He went to mcdonald¿s and got something to eat to bring the glucose level up. His pump was still infusing insulin. When he was driving to work his cgm alerted, and the value was going down from 70 to 60 to 50 mg/dl; he felt that could not be right because he had just eaten. He stated that he does not have a glucometer to compare his cgm and bg values. About 30 to 45 minutes after eating he suddenly felt shaky. He was driving a big box truck, felt disoriented, and the top of the truck hit the ceiling of the building where he was working. He stated that he 'kind of freaked out' and felt claustrophobic. He did not sustain any physical injuries and did not feel like he needed to go to the hospital. At some point he indicated that the cgm was reading 30 mg/dl although the device does not give specific values below 40 mg/dl. He went home where he felt it would be safer to change the sensor. After he got home, he immediately changed the sensor and then started 'adjusting at that point' [presumed to mean self-treatment of the hypoglycemia, but no details were provided]. His reading stabilized after replacing the sensor. At the time of the report he was feeling fine. No product was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.